Event description:
It has been reported to philips that the c-arm is not working. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mdy x61 to sd 1 x22 can cable being damaged by outside environmental sources. The fse repaired the wire and returned the system to use in good working order.